Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) and during the procedure, "the balloons would not advance down the cannula". A new kit was opened to complete the procedure successfully. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Product analysis: complaint return ibt partially inflated as received. When deflated, the balloon did not fully collapse, preventing the balloon from starting into the stylus cannula. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.